Event description:
It was reported that on (B)(6) 2007, the patient underwent a stenting procedure in the mid right coronary artery with a 3.5 x 28 mm xience v stent deployed. On (B)(6) 2007, the patient experienced chest pain and took nitroglycerin. No medical treatment was sought and the pain resolved in (B)(6) 2008. On (B)(6) 2008, the patient began experiencing intermittent chest pain and took nitroglycerin. No medical treatment was sought and the pain resolved on (B)(6) 2008. On (B)(6) 2008, the patient experienced chest pain, palpitations and pain that radiated to left shoulder. A stress test was planned. Angiography was performed on (B)(6) 2008. The physician felt there was a possible coronary spasm and determined the event was not related to the study device or the study procedure. In (B)(6) 2011, the patient began to experience chest pain, extreme fatigue and weakness. Revascularization was performed on (B)(6) 2011 to treat restenosis in the mid right coronary artery. Balloon angioplasty and a xience stent was deployed. During angioplasty, a very small marginal artery branch off the right coronary artery was compromised. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina, restenosis and occlusion as listed in the spirit IV clinical trial instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).